Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine in-center hemodialysis treatment, the facility nurses had difficulty cannulating the pt's immature av fistula and experienced at least two venous access needle infiltrates. Treatment was terminated without rinseback due to the venous access needle infiltrates, which resulted in a 210cc blood loss. Pt's epogen dose was increased. No add'l medical intervention required.

Manufacturer narrative:
The reported blood loss has been attributed to access needle issues (venous access needle infiltrates). The pt had an immature av fistula and has since had a temporary catheter placed. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nextage medical considers this report closed. No additional information will be provided.